Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient expired two days after a roux-en-y gastric bypass where this device was used. The patient had post-operative bleeding and was not conscious following the procedure. The physician identified the bleeding was from the divide of the small bowel mesentery, where this device had been used. There was no bleeding during the case.